Manufacturer narrative:
Concomitant medical products: product ID fp9000l lot# unknown product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient has always had trouble with charging their ins since they started charging it after implant. The patient stated charging "really hasn't been fun." The patient stated they had everything in place and they were seeing "device not responding" on their handset. Patient services reviewed with the patient they would not be able to connect to their ins with the communicator in micro mytherapy application until they charged up their ins, which was depleted at the time of the call. The patient set aside the communicator and connected the recharger (sn (B)(6)) to the handset and they were able to connect to charge their ins. The ins was at 10% charge and the therapy was off. The patient lost connection to charge a few times and the patient's spouse on the line commented it seemed like if the patient moved, they'd lose connection to charge. Patient services reviewed best practices for recharging, including to use a belt. The patient stated they didn't use a belt because it wouldn't stay in place and would flip up and down when they were trying to charge between a thin layer of clothing. The patient confirmed the belt was too large. The patient then received a 1707 recharge system error service code and the recharger inactive message. Patient services reviewed possibilities for the service code with the patient. The patient stated they could feel their ins and that they were right over it and that the only type of emi they had present at the time of the call was their cell phone they were using to talk to patient services with. They also commented they had two replacement knees and a hip, thought the ins was not on the same side as their replacement hip. The patient was able to clear the message and resume charging the ins at 10% charge. Patient services offered to send the patient a medium sized recharging belt. The patient also requested a replacement communicator charging cable as they'd lost theirs. The call ended with the patient charging their ins. The patient was going to continue to charge the ins to 100% and noted they may call back for assistance in turning their therapy back on once they completed charging. Additional information was received from the patient. Patient called back and referenced this case stating that because of their difficulties, they received a new, non-rechargeable ins. The reason for call was patient lost all of their equipment, along with their educational materials and needed ps to send information. Re-opened and re-assigned case to send MRI instructions to patient, as well as send educational material to patient address. Patient had already been in contact with sunmed and drs for registration information. Transferred patient back to sunmed.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.